Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence, bladder prolapse, and a cystocele. It was reported that following insertion the patient experienced bladder incontinence, painful intercourse, kidney stones, dysuria, hematuria, and urinary tract infection. The patient underwent litholapaxy and excision of multiple non-absorbable sutures due to bladder calculi and exposed suture within the bladder on (B)(6) 2011. The patient had several emergency room visits due to severe left flank/lower abdominal pain, bloody urine output from foley catheter, stones and blood clots passing through foley catheter, urinary retention, distended bladder, and urinary tract infection on (B)(6) 2011, (B)(6) 2011 and (B)(6) 2011. The patient underwent open cystoscopy with removal of a complicated bladder foreign body (eroded mesh) on (B)(6) 2011. (B)(4).

Manufacturer narrative:
Date sent to FDA: 05/18/2016.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.